Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that it is hard to press the lamp switch and operation is also hard due to a defective front panel. Based on the results of the investigation for phenomenon two, it is likely that the noise on the image occurred due to a defective receptacle unit. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the video system center front panel lamp button did not work properly. Customer had to press button 2 to 3 times after which the lamp would then go on. The issue was found during maintenance. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of front panel lamp button did not work was confirmed. Additional device evaluation findings are as follows: no image, only noise coming on screen grains in image due to defective receptacle, third party repair attempt found inside the unit, burnt mark and deep scratches on the power supply, main board and receptacle found wrongly assembled due to which cable strip of receptacle got damage, locking connector on main board got damage, and tank socket found corroded. The investigation is ongoing. A supplemental report will be submitted upon.